Manufacturer narrative:
Concomitant medical products: product I:d 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving bupivacaine 3.3 mg/ml at 0.465 mg/day, and dilaudid 1.7 mg/ml at 0.2400 mg/day via an implantable pump. The indication for use (IFU) was listed as spinal pain. It was reported that x-ray images prior to (B)(6) 2015 showed the catheter coming off the pump at the 1-2 o'clock position (cap at 12:00 o'clock). X-ray images from the last refill in (B)(6), showed the catheter coming off at 10-11 o'clock position (cap at 12:00 o'clock). All the images since (B)(6) show this orientation. The hcp was able to fill the pump at the (B)(6) refill. On (B)(6) 2015 the hcp was trying to refill the pump, but was not able to access the pump. The hcp was performing refill under fluoroscopy/x-ray. The hcp only hit metal with the refill needle. A flipped pump was suspected due to the refill difficulties. No patient symptoms were reported. The hcp was going to perform another set of x-rays to verify that the pump is flipped. It was noted that the patient's previous pump was revised two months prior due to nearing elective replacement indicator (eri). The pump was secured with sutures. The x-ray results, interventions, outcome, and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If addi tional information is received, a follow-up report will be sent.